Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose level that ranged from 350 mg/dl to above 500 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital on (B)(6) 2021 with no permanent damage. A system check was performed with tandem technical support which determined the pump to be operating as intended. Recommendation was made to discuss diabetes management with a health care professional.